Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found the needle of the drain tube was bent, prior to use. The device was replaced with another of the same type of device.

Manufacturer narrative:
The reported issue was confirmed. During visual evaluation, it was observed that the trocar tip was received with the protective sleeve, the protective sleeve was removed, and the tip of the trocar was noted bent. Further observation noted that the body of the trocar was bent. However; the root cause of the bent in the trocar could not be determined .the sample was received without the original package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿9. When using a trocar please follow these instructions: 9.I.) With one drain: draw drain using trocar from inside to outside of wound. Ensure that perforated section of the drain is within the critical fluid collection areas of wound. Remove trocar only by cutting the drain one inch from the end of the trocar. Trim non-perforated section of drain to desired length. Attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: follow instruction #9.I for each of the two drains separately. 9.iii.) With a double drain: draw drain using trocar from inside to outside of wound. Ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. Cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. After cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol. 10. Attach drain to evacuator tubing via the y-connector. 11. Insert free end of evacuator y-tubing into evacuator suction port a. 12. Fully compress evacuator by hand and close drain port b. Unit is now operational. 13. To empty unit, clamp y-tubing. Open drain port b. Hold unit with open port at bottom and compress until fluid is removed. 14. For continued wound evacuation compress unit fully and close drain port b. Release clamp on y-tubing." 1059, 2645: "nl".

Event description:
It was reported that the user found that the needle of the drain tube was bent, prior to use. The device was replaced, with the same type of device.